Manufacturer narrative:
This event occurred sometime in (B)(6) of 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack in the bottom of the cap. This occurred during connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.